Event description:
Healthcare professional reported right side "likely rupture" via mammogram. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, additionally reported, benign cysts. And "crease noted, across upper pole of implant and implant flipped". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional, additionally reported, benign cysts. And "crease noted, across upper pole of implant and implant flipped". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, rupture on the device. Crease/folding of implant: creases are observed, on the device. Calcification: no observed, calcification on the device. Flipping: unable to observe, since it is not related to the device. Additional observations: no other observations were observed, on the device. No further actions are required, as the device was implanted.